Event description:
It was reported that the patient with this pacemaker experienced multiple vt episodes. A requesting review was made and it was noted some rv undersensing of the ventricular rhythm. Further evaluation was recommended. Currently, this pacemaker remains in service and no adverse patient effects were reported.